Manufacturer narrative:
Conclusion and justification status: the complaint states instrument damage at locking mechanism. A chip has broken off the post. The investigation confirmed that the post had chipped. It is concluded that since there is no information given as to the point during use at which the fracture of the posts occurred however as considerable force would be needed to cause such failure, this may have occurred during cleaning as a result of being dropped or having an item dropped onto the spacer block. However, there is insufficient information supplied with this complaint to determine whether sufficient care was or was not taken. It should be noted that (B)(4) have been held to assess balseal and spring damage and identified that no further actions are identified as none of these failure modes have led to any patient harm. The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Instrument damage at locking mechanism. A chip has broken off the post.